Event description:
It was reported the screen on the customer's insulin pump was cracked. The customer was unable to read their insulin pump's screen. The customer's blood glucose was 11.6 mmol/l. Customer could not recall how the damage occurred on their insulin pump. The customer did not report any other damage on their insulin pump. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. Also, the insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.